Event description:
Additional information received reported that the patient's infection appeared to have been treated well with intravenous and oral antibiotics. There was no sign of infection at the time of the report.

Event description:
It was reported there was an infection at the pocket site post-operatively. It was noted antibiotic treatment was necessary. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237. Additional review showed the correct manufacturing site was site #3004209178.